Manufacturer narrative:
(B)(4). The analysis results found that the atw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device failed while firing and cause bleeding. The bleeding was controlled by applying pressure. The surgeon mentioned that the staples seem to not be closing all the way. There was 5-10cc of blood loss. There was no need for a blood transfusion. Another device was used to complete the procedure. No adverse consequences reported. (B)(4).